Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod generated an (0x1c) safety alarm indicating the pump has reached the pump expiration time. The shelf mode current (smc) was measured to be within specifications. The cause of the reported communication error complaint could not be determined. Corrosion was observed on the bottom battery; however, the battery voltage of all three batteries was measured to be within specifications. A leak test was conducted in order to locate the source of the internal corrosion; no leaks were observed. The cause of the internal corrosion could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Analysis of the returned device revealed internal corrosion. It was reported that the patient¿s blood glucose levels were between 54 and 69 mg/dl while wearing the pod between 24 and 36 hours. Initially, a pod communication error during normal operation was reported.